Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic pain", "inflammatory phenomena", and rupture with silicone in prothetic breast pocket.

Event description:
Healthcare professional reported left side "chronic pain", "inflammatory phenomena", and rupture with silicone in prothetic breast pocket. Device has been explanted.

Manufacturer narrative:
Additional, changed or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell and black particles and encapsulation in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and creases fold. . A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side "chronic pain", "inflammatory phenomena", and rupture with silicone in prothetic breast pocket. Device has been explanted.